Manufacturer narrative:
Initial reporter facility name: (B)(6). Device code a0414 captures the reportable event of sheath torn at distal section. Investigation results: the returned escape basket was analyzed, and it was noted that the handle returned in good condition. A visual evaluation also noted that the basket partially opened. Media analysis was performed, and it showed that the sheath was torn close to the black heat shrink. Microscopic examination was performed under magnification, and it was possible to see that the sheath was torn close to the black heat shrink. Additionally, the sheath was bent in the center. With all the available information, boston scientific concludes that the reported event of sheath torn material was confirmed; however, the investigation findings did not lead to a clear conclusion about the cause of this failure. As per additional information requested to the manufacturing team, during manufacturing process, device inspections are conducted to ensure the integrity of the device and that the product builders would have notice the encountered failure. During the analysis, it was also observed that the sheath was bent in the center, this finding could be related to handling and manipulation of the device during preparation. It is probable that an excess of force applied to the device such as operational factors could have caused the bent observed in the sheath. Taking all available information into consideration an investigation conclusion code of cause not established was assigned to this investigation since the findings did not lead to a clear conclusion about the cause of the reported event.

Event description:
It was reported that an escape basket device was about to be used during a rigid ureteroscopic lithotripsy procedure. During unpacking, it was found that the tip of the sheath at the distal part of the basket was fractured. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that an escape basket device was about to be used during a rigid ureteroscopic lithotripsy procedure. During unpacking, it was found that the tip of the sheath at the distal part of the basket was fractured. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0414 captures the reportable event of sheath torn at distal section.